Event description:
Caller reported a malfunction on the pump, specifically malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. After receiving assistance from technical support to reset the pump, the issue was resolved, and the customer was able to continue using the pump without recurrence of the malfunction. The caller was advised to contact support again if the issue reappeared.